Event description:
A general report was received of an undocumented number of undocumented incidences of connections coming loose during patient use. It was reported that the connections were coming undone at the pigtail flush device. The luer locks were tightened during set up. At an unspecified time later, the connection at the pigtail flush device was undone and noted to have "come loose on their own". This event was noted in the intensive care unit but no additional information was available. There was no reports of adverse patient events.